Event description:
It was reported to philips that the device could not boot up and stuck at 00:00. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device could not bootup, stuck at 00:00. Upon troubleshooting, fse found that the dcps (direct current power supply) was faulty. To resolve the issue, fse replaced the dcps. The defective dcps was returned to philips for failure analysis and which showed power supply defect.. The leds were not on. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.